Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" last coumadin taken at night on (B)(6)2010. Target value 2.0-3.0. Pt was taken off lovanox and put on coumadin 8 days ago after hospitalization. Dose of coumadin is 5 mg daily, but has been adjusted during the 8 days. Pt not anemic. Pt has rheumatoid arthritis.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. At 2.4, 5.0, 4.7, 3.3, and 1.3 inr are excluded from comparison sets since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio precision data provided by end-user lot: date: (B)(6)2010, 1st inr=6.1; 2nd inr=4.9; 3rd inr=5.5; mean=5.50; sd=0.60; %cv=10.91. Since 10.91% is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. The results are not considered discrepant within the context of the documented variability for inr testing. Pt's coumadin dosage adjustment and withdrawal of heparin may affect inr fluctuation. There is insufficient info to determine the root cause of customer's test result discrepancy. As of (B)(6)2010, seven discrepant results complaints were reported for lot # 221729 yielding a complaint rate of 0.0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time.